Manufacturer narrative:
(B)(4). (B)(6) 2009. Explant date: (B)(6) 2009. Concomitant medical products: unknown tibial component catalog # unknown lot # unknown . Therapy date: (B)(6) 2009. Product has not been returned to zimmer biomet because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-00929. Product location is unknown.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently. The patient was revised due to infection and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.